Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the saw coupling thread was stripped. It was further determined that the clamping screw thread and oscillating head were defective and the device had no function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the saw coupling thread was stripped on the battery handpiece device. It was further determined that the clamping screw thread and oscillating head were defective. It was noted in the service record that the device had no function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.